Manufacturer narrative:
(B)(6)

Event description:
The customer complained of questionable cobas 6000 c (501) module results for multiple tests for multiple patients. From the data provided from 22 patients, 3 patient samples had reportable malfunctions for crep2 creatinine plus ver.2 patient 1 initial crep2 result was 41 umol/l with a repeat result of 72 umol/l. Patient 2 initial crep2 result was 90 umol/l with a repeat result of 111 umol/l. Patient 3 initial crep2 result was 87 umol/l with a repeat result of 120 umol/l. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The crep2 reagent lot information was requested but was not provided. The field engineering specialist adjusted the sample probe, ran fluid through all probes and through the valves up to the wash stations and to the cuvettes, and exchanged the gear pump head. He performed precision testing using a pooled material and qc. The results were acceptable. The field engineering specialist service activities have resolved the issue. The customer has not had any further issues following the service visit.